Event description:
Following a replacement the pt's device flipped in the pocket (see MFR rep 3004209178-2011-04749). Following surgery to revise the stimulator the pt developed an infection. The hcp opened the pt to clean out the wound and gave her antibiotics, but ultimately had to explant the neurostimulator. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).